Event description:
The customer reported that she was currently in the emergency room due to possible diabetic ketoacidosis. The customer reported that this is the second time that she went to the emergency room for this reason. Customer reported that on the first visit, she had a blood glucose level over 280 mg/dl. The customer reported that the device's battery was not lasting longer than one week and the reservoir was leaking. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.